Event description:
The distributor contacted animas on (B)(6) 2013 alleging the text in the display was faded/dim. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display defect remained unresolved.

Manufacturer narrative:
(B)(6). The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 09/10/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/19/2013 with the following findings:the pump powered on with a clearly legible display screen. The complaint could not be duplicated during testing.